Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure as the mapping catheter was inserted into the balloon catheter, the mapping catheter got stuck in the middle of the balloon catheter. The mapping catheter was withdrawn and it was observed that the "wire portion" was bent a little bit. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.